Event description:
It is reported that the patient was revised due to infection. Original implant was in (B)(6) 2011.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays, or further information. Evaluation: manufacturing documentation was reviewed and indicates that the device were manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.